Event description:
The customer reported that during a laparotomy, the device stopped working. The surgeon removed the device from the pt and then the active waveguide disengaged from the device. No additional details were made available from the site contact. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.